Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Insulin pump was received with severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and serial number label fading. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarm confirmed in the insulin pump history due to cold solder joint on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received two power error 63 alarms. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.